Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Nurse noted that instruments tray had peeling plastic. The plastic is wearing off the metal tray. Patient consequence? No. Action taken for procedure: like tray opened.

Manufacturer narrative:
.

Manufacturer narrative:
.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned case confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.